Event description:
It was reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 22.4 mmol/l. Customer was treated with manual injection for high blood glucose. The customer stated they had low blood glucose value of 2.7 mmol/l. Customer reported low blood glucose symptoms such as shaking, sweating, palpitation of heart. Customer was treated with food for low blood glucose. The customer stated that their current blood glucose level was 5.8 mmol/l. Customer stated there was smell of insulin from the pump. Customer stated that they were unable to upload on carelink. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the pump was returned due to customer allegation to pump over delivering causing high and low bgs. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08590 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2022 found bolus deliveries of 1.4u at 00:53:08, 0.75 at 03:46:36, 4.3u at 08:32:26, 0.5u at 09:46:58, 0.7u at 10:22:18, 0.025u at 12:20:57, 1.9u at 12:23:16, 1.15u at 12:37:36, 1.3u at 15:11:52, 0.35u at 17:03:58, 4.55u at 18:25:22, 0.7u at 20:29:12. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, and cracked case. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for high and low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.